Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, one needle suture outside its packaging that pertain to product code w9913. Upon visual assessment of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. Due to this condition, the needle was detached. The functional test could not be performed. In addition, the foil packet was not returned for evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Before use on the patient while opening the 2 suture foils it was found empty in 1 foil pack & other foil pack suture/needle was found separated. Upon visual assessment of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. Due to this condition, the needle was detached. No adverse patient consequences were reported. Additional information was requested.